Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. Visual evaluation revealed no frayed wires or any other discrepancies or discernible damage on the power cord. Power cord was determined to be functioning properly and successfully powered on unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Reported event was visually unconfirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power cord of the patient electronics system was cut and sparking occurred. The patient electronics system was replaced and there were no adverse consequences reported by the patient.